Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with some high and some normal values. The rv lead was repositioned and it remains in use. It was also reported that the right atrial (ra) lead had placement difficulty. There was no j-shape to the atrial lead. The ra lead was revised to add slack and it remain in use. No patient complications have been reported as a result of this event.